Event description:
Tiny red particles from bd blunt fill needle hub found in needle/syringe barrel - could only be identified after medication drawn up in syringe. Particles seen floating in syringe prior to injecting medication in to pt.